Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Device manufacturing records were reviewed.x-rays review by the manufacturer, no gross lead discontinuties. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution.device failure is suspected, but did not cause or contribute to a death.

Event description:
Follow up while the patient was in the operating room found that the physician was not planning to replace the lead for the patient, but wanted to test the generator. Diagnostics were performed on the old generator with the lead pin in, and the generator diagnostics came back with high impedance. The patient was set at 0.25ma at the time of these diagnostics. System diagnostics were then performed which came back fine as compared to the high impedance. It was reported that they were likely not going to replace the lead; however, when they opened up the patient, blood was seen in the lead and there was a possible microtear. The patient's device was turned back to previous settings and the patient was scheduled for a follow up visit in two weeks to re-perform diagnostics. Additional follow up found that the patient was seen in the clinic on (B)(6) 2013 for routine evaluation after his routine generator replacement three weeks prior. To the nurse's understanding, the patient was programmed back to original settings in the operating room during that replacement surgery. The patient presented with high impedance found on a diagnostic test at the visit. There was no recent trauma to the neck or chest. The vns output currents were disabled to 0ma on this date. The patient was referred for x-rays which found no visible lead break. It was confirmed that the patient had surgery on (B)(6) 2013, but no devices were replaced. The lead pin was re-inserted into the generator and it is believed that this resolved the high impedance. However, it was mentioned that there was light fluid collection around the sheath per the surgeon.

Event description:
It was reported that device diagnostic testings resulted in low impedance. It was reported that the patient had undergone generator replacement two weeks prior and that the patient would be sent for x-rays and referred back to implanting surgeon. It was later reported that the vns is displaying "high impedance". The neurologist reported that the patient has been experiencing a slight increase in the intensity of the seizures, but not a marked increase in frequency. The x-rays were sent to device manufacturer for analysis. Based on the x-ray images provided, the cause of the high impedance cannot be determined. A portion of the lead could not be visualized in the chest, and the presence of a micro-fracture in the lead cannot be ruled out. Additionally due to the quality of images, the lead pin not being fully inserted or fracture at the filter feedthru wires or lead wires at the connector pins could not be ruled as a potential cause of the high impedance. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Date of event, corrected data: additional information was receiving indicating that the incomplete pin insertion that caused the high impedance was due to implant surgery on (B)(6) 2013. This report is being submitted to correct this information. Brand name, corrected data: previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator. This report is being submitted to correct this information. Type of device, corrected data: previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator. This report is being submitted to correct this information. Model #, serial #, lot #, expiration date, corrected data: previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator. This report is being submitted to correct this information. Operator of device, corrected data: previously submitted MDR indicated that the patient was the user; however, this should be the medical professional. This report is being submitted to correct this information. Device manufacture date, corrected data: previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator. This report is being submitted to correct this information.

Event description:
Additional clarification showed that the initial report was of high impedance, not low impedance with an impedance values of 5826 ohms. During the surgery on (B)(6) 2013, re-seating the pin resolved the impedance issue: 1840 ohms.